Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: we were able to go by the hospital to talk to the attending, resident, student, and nurse in the room. According to all, the gun didn¿t staple at all. When handed to the scrub on back table, she was able to get it to fire and staples came out on back table and put a reload in. The attending was nervous and didn¿t want to use it again. They were able to get the reload to fire as usual.

Event description:
It was reported that during a bowel/colon procedure some of the staples formed before going into the tissue. Some staples are still in the blue cartridge. It is unknown how the procedure was completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # n54y86. The analysis results showed that the tx60b device (b) arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.